Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as diarrhea. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified drugs for the event of peritonitis. At the time of this report the patient was not recovered from this peritonitis event. Pd therapy was ongoing during hospitalization. No additional information is available.